Manufacturer narrative:
Device evaluation: the graph from the study was returned for evaluation. The graph appeared to be normal. Because information sent from the customer includes only the study graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a small bowel short video. The real-time laptop showed that the capsule failed to pass through the stomach into the small intestine within 80 minutes of the patient ingesting the capsule. The physician managed to place the capsule into the small intestine with an endoscopic tool. Not long after medical intervention the recorder failed to capture capsule signal. The sensor array was reconnected and the user switched to a dr3 recorder which did not resolve the issue. There is no evidence shows that patient was seriously hurt. The patient's parents claimed the whole procedure was painful to patient.